Event description:
An ophthalmoscope head melted on a wall transformer. The hand was not completely in the cradle on the transformer, causing lamp to be lit for 40 minutes. There was no patient involved and no injury associated with this event.

Manufacturer narrative:
H3: awaiting device return for investigation.